Event description:
A pt contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during the initial drain cycle. The pt stated she was not connected, and per the initial report from gts, the pt line separated from the transfer set. Gts had the pt cycle power and advised her to use new supplies. Product surveillance contacted the pt's nurse. She stated that she is not the pt's primary nurse, so she had no info on the separation of the pt line from the transfer set. The nurse did state that the pt has been in clinic since, and is doing ok. The nurse reported no injury or medical intervention. The hc was operational.

Manufacturer narrative:
Sample discarded.